Manufacturer narrative:
(B)(4).

Event description:
The clinician reported that 4.5 months after the dental implant was placed in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports patient's mobility and slight discomfort. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
(B)(4).

Event description:
The clinician reported that 4.5 months after the dental implant was placed in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports patient's mobility and slight discomfort. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).